Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The ca2 reagent lot was 671478 with an expiration date of 31-jan-2024. The field service engineer checked the instrument and found a dirty rinse nozzle and cleaned it out. Quality controls were performed and passed successfully. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the ca2 (calcium gen.2) assay on a cobas 8000 cobas c 701 module. An example was provided for one patient sample with discrepant ca2 results. The sample initially resulted in a ca2 value of 3.77 mg/dl and repeated as 8.29 mg/dl. No questionable result was reported outside of the laboratory.